Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported event (display in the front panel disappeared when unit was in operating mode) was due to a failure of the main substrate. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the front panel display of the high flow insufflation unit suddenly disappeared while the device was in operational mode at the beginning of a laparoscopic procedure. After further trouble shooting via phone, the unit was confirmed defective. There was a delay of five minutes and the patient was under anesthesia with dormincum dose given. The procedure was completed with a similar device (karl storz system). There were no reports of patient harm associated with the event. The cleaning disinfection and sterilization (cds) method used for the device was reported as manual (by hand)

Manufacturer narrative:
The device was returned and customer allegation was confirmed. The front panel display issue was due to failure of the printed circuit board (pressure sensor/pressure circuit). The following parts were replaced: front panel, blue bar, main board, regulator unit, s repair unit. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.